Event description:
It was reported that during a pci procedure, the iq maker guide wire broke. The 80% stenotic lesion was located in the non-tortuous and non-calcified right coronary artery (rca). Difficulty was experienced advancing the guide wire. Upon removal of the guide wire, it was noted that the guidewire had broken. The broken segment of guide wire (20 cm) was located in the introducer and was successfully removed. The procedure was successfully completed with another of the same wire. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.